Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus korea co., ltd (okr). For evaluation. In the evaluation of okr the following was confirmed; -cable disconnection of the subject device was noted. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified examination, scope communication error (e216) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported event was caused by the cable disconnection of the device. If additional information becomes available, this report will be supplemented.